Manufacturer narrative:
The subject device was returned and evaluated. As noted in b5, the adhesive on the forceps cover was found missing. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available, a supplemental report will be provided.

Event description:
During the device evaluation, it was discovered that the adhesive on the forceps cover of the olympus ultrasound gastrovideoscope was missing. There was no patient involvement during this event.